Manufacturer narrative:
Account reported patient's symptoms resolved and the patient is doing great now with just a little dryness and that abrasion healed within 2 days. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented epithelial ingrowth in right eye one day post treatment. No loss of best corrected visual acuity (bcva) reported. The patient complained of blurry vision. On (B)(6) 2014, during follow up with the account they reported that patient was treated with the antibiotic (zymaxid) and steroid (predforte) 4 times a day for the remainder of the week. About ten days later the patient was started on restasis twice a day. The patient's flap was relifted and cells were removed on (B)(6) 2014.